Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. Hed12w4-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, obesity, amenorrhea, menstrual cycle abnormal, incomplete abortion, abortion complete, threatened abortion, antepartum hemorrhage, post-term pregnancy, overweight and uterine prolapse. Concurrent conditions included perineal pain and endometriosis. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("stabbing abdominal pain"). The patient was treated with surgery (laparoscopic removal of essure). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Lot number reported (hed12w4 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. Hed12w4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, obesity, amenorrhea, menstrual cycle abnormal, incomplete abortion, abortion complete, threatened abortion, antepartum hemorrhage, post-term pregnancy, overweight and uterine prolapse. Concurrent conditions included perineal pain and endometriosis. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("stabbing abdominal pain"). The patient was treated with surgery (laparoscopic removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain." Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received: lot number was added, reporter was added. Event of genital haemorrhage downgraded to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, obesity, amenorrhea, menstrual cycle abnormal, incomplete abortion, abortion complete, threatened abortion, antepartum hemorrhage, post-term pregnancy, overweight and uterine prolapse. Concurrent conditions included perineal pain and endometriosis. Concomitant products included oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("stabbing abdominal pain"). The patient was treated with surgery (laparoscopic removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.